Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on th day of essure implant". The patient's past medical history included endometriosis, uterine fibroid and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") with rash, weight increased ("weight gain/loss: weight gain"), abdominal distension ("bloating"), back pain ("lower back pain"), blood oestrogen decreased (", hormonal changes: diminished estrogen levels"), urinary tract disorder ("urinary problems") and urinary incontinence ("bladder issues/ bladder problems: incontinence"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain, allergy to metals, weight increased, abdominal distension, back pain, blood oestrogen decreased, urinary tract disorder and urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, blood oestrogen decreased, pelvic inflammatory disease, urinary incontinence, urinary tract disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on th day of essure implant" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included endometriosis, uterine fibroid and ovarian cyst. Concurrent conditions included overweight and hyperthyroidism since 2008. In (B)(6) 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, weight increased ("weight gain/loss: weight gain"), abdominal distension ("bloating"), blood oestrogen decreased (", hormonal changes: diminished estrogen levels") and urinary incontinence ("bladder issues/ bladder problems: incontinence"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain, allergy to metals, weight increased, abdominal distension, back pain, blood oestrogen decreased and urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, blood oestrogen decreased, pelvic inflammatory disease, urinary incontinence and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: plaintiff fact sheet received. Reporter information added. Patient demographic information added. Event onset dates added. Event essure confirmation test: no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on th day of essure implant". The patient's past medical history included endometriosis, uterine fibroid and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") with rash, weight increased ("weight gain/loss: weight gain"), abdominal distension ("bloating"), back pain ("lower back pain"), blood oestrogen decreased (", hormonal changes: diminished estrogen levels"), urinary tract disorder ("urinary problems") and urinary incontinence ("bladder issues/ bladder problems: incontinence"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain, allergy to metals, weight increased, abdominal distension, back pain, blood oestrogen decreased, urinary tract disorder and urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, blood oestrogen decreased, pelvic inflammatory disease, urinary incontinence, urinary tract disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: medical device monitoring error. Most recent follow-up information incorporated above includes: on 4-apr-2018: case is now incident. Plaintiff fact sheet was received - reporter and patient demographic added. Events added per pfs: weight gain, diminished estrogen levels, urinary problems,pelvic inflammation, bloating, back pain, , bladder problems, bladder incontinence. Product lot number added. Event added per mr: ablation performed on the day of essure implant on (B)(6) 2018: mr received. Event added per mr: ablation performed on the day of essure implant incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('bilateral embedded coiled essure devices are noted') and pelvic inflammatory disease ('pelvic inflammation') in an adult female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on th day of essure implant" and device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included endometriosis, uterine fibroid, ovarian cyst, subserous leiomyoma of uterus and cervicitis. Concurrent conditions included hyperthyroidism since 2008 and overweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating") and urinary incontinence ("bladder issues/ bladder problems: incontinence") and was found to have weight increased ("weight gain/loss: weight gain") and blood oestrogen decreased ("hormonal changes: diminished estrogen levels"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (open tah bso). Essure treatment was not changed. At the time of the report, the embedded device, pelvic inflammatory disease, abdominal pain, allergy to metals, weight increased, abdominal distension, back pain, blood oestrogen decreased and urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, blood oestrogen decreased, embedded device, pelvic inflammatory disease, urinary incontinence and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: medical device monitoring error. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, subserosal leiomyoma, cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-may-2020: mr received. Reporter information added. Event: bilateral embedded coiled essure devices are noted added. Essure removal details were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.